Manufacturer narrative:
The customer reported a separation in a maxzero trifuse, and returned one used pictures. The material and lot number are unknown. The photo was examined, and verifies the complaint of separation. After manufacturing plant investigation, the possible root cause of separation could be related to incorrect solvent application by the assembler or due to issues with the solvent dispenser. Failure mode was addressed under the failure investigation for (B)(4) where a quality alert was generated on december 12th, 2024 to communicate and reinforce the correct solvent application method using a medica solvent dispenser to avoid separation between components. A device history record review could not be performed because the lot number is unknown.

Event description:
No additional information.

Event description:
It was reported that unspecified bd infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that the trifuse was broken from the connector side and blood backed up into the umbilical line,

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed